Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that following an intraocular lens (iol) implant procedure, the physician said the patient should see 2-3 lines better at the two-month mark. The patient asked the physician if there was any possibility of a defective iol. Additional information has been requested.